Event description:
Event description cpi received information that during a routine follow-up, this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator. Strips show the battery status as 'good' with a status of ern and 2.70v. The physician was able to clear the indicator.